Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the right ventricle lead dislodged. On (B)(6) 2022, the physician elected to reposition but helix would not extend physician elected to use another lead and complete the procedure. The patient was recovering after the procedure.

Manufacturer narrative:
The reported event of lead noise was not confirmed, while the reported event of failure to retract helix was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported helix event was isolated to an over-torqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.